Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's battery and the device powered up. Unrelated repairs were completed. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was unable to power up dead even though the battery did not indicate it was depleted; it had two bars remaining. The reported issue could indicate that the battery was not being recognized and in this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.